Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. In addition, it was reported that the wake button was delayed in responding to touch as well as an occlusion alarm occurred. Customer declined troubleshooting for the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to customer¿s blood glucose level.